Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 failed dso test @ 1.48 psi. Defgective dso sensor. V4. No patient involvement as event described occurred during testing.

Manufacturer narrative:
Returned device was received in good physical condition but the dso seal bubbled. Evidence of reported problem in event log was found. During the evaluation of the device, the pump passed pressure tests and functions as intended. The dso seal could have possibly caused these issues but these issues were unable to be replicated during testing. The dso sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.